Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2012 for urinary stress incontinence. On (B)(6) 2012 the patient was seen in the clinic complaining of frequent vaginal infections. On (B)(6) 2012, the patient underwent a cytoscopy plus excision of remnant of tape as she was noted to have a small erosion of tape suburethral. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.